Event description:
It was stated that the insulin pump was turning on and off all the time. It was stated that the liquid crystal display was stuck. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to a component puncturing through the isolating tape and making contact to the positive side of the battery tube. Unable to verify the off no power alarm or frozen screen due to the blank display.